Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "instrument has large crack down the middle but remain in one piece" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from (B)(6) with a list of broken instruments from the last week. List contains item codes but no details on how they broke or to what extent the damage is on each individual instrument.